Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose of 539 mg/dl. The customer's blood glucose was 477 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with insulin pen. The customer's mother performed troubleshooting and found that the cannula was bent. The customer's mother was advised how to prevent bent cannula. The insulin pump will not be returned for analysis.